Manufacturer narrative:
The h vad is used for treatment not diagnosis. It was reported that this patient experienced power switching. There was no reported patient injury as a result of this event. The controller (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed visual inspection and functional testing. The root cause of the reported event cannot be conclusively determined as the device performed per specification. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this patient observed power switching with the controller. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation.